Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to spring connection. A filed service engineer replaced spring on back of the drawer to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system whole drawer kept failing continuously, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.